Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system used alongside the spine clamp functioned as designed. Additionally, the spine clamp was replaced. The system then passed the system checkout and was found to be fully functional. The spine clamp has not been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spine clamp required replacement. There was no patient present when this issue was identified. Additional information was received. It was reported that the adjustment screw on the clamp was not gripping properly and the clamp could not be firmly attached.